Manufacturer narrative:
(B)(4) evaluation statement: the reported event of iui corrosion/missing prongs was confirmed by the tpc during a site visit, however the cause was not identified. Photo in tpc report shows iui corrosion. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
While a bd employee was on-site it was reported and observed that the iui's demonstrated corrosion. There was no report of patient involvement.